Manufacturer narrative:
The device has ben received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that the connection inner sleeve broke while attaching to the drill during a cervical discectomy surgery. No injury or medical intervention occurred. There was no additional information provided.